Manufacturer narrative:
The accounts maintenance replaced the brake detent to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed. This event occurred post mod.

Event description:
The account alleged when they engage the brake pedal into brake, and if they bump the bed, the brake pedal pops out of brake and back into neutral. Maintenance has checked and adjusted the brake casters and the issue returned. He believes the brake detent is the issue.